Event description:
The customer reported its getting a no screen. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is complete.